Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody(connector). During visual inspection crack of the light blue main body was observed as well as broken occluder feet. However, a root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A nurse reported to baxter that they noticed some cracks on the twist switch of the minicap transfer set during use. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.